Event description:
Philips received a complaint on the heartstart xl+ device indicating that the op check failed.

Manufacturer narrative:
Based on the available information during the operational check, the device indicated a therapy delivery test fail. Upon reviewing the hardware log, it showed 'pacer rfu: hv capacitor energy low.' To resolve the issue, the therapy pca was replaced, which successfully restored the device's full functionality.